Event description:
It was reported that during a tips (transjugular intrahepatic portosystemic shunt) treatment procedure, balloon catheter removal difficulties were encountered. The lesion was not calcified. The number of inflations and atmopsheres are unknown. The balloon reportedly became caught in a wallstent strut after deployment of the stent and burst. The size of the stent is unknown. The physician was eventually able to remove the balloon catheter intact. No other information about this procedure or the patient outcome is available at this time.